Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has not indicated if the device will be returned for evaluation. Investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the customer had concerns in reference to a total hip replacement. The customer was going along well then in 2018, [s/he] started having some severe lower back pain that had left the doctors perplexed at first. They were treating [her] for lumbago or possibly sciatic pain. All attempts to treat the issue went unfounded. [S/he] continued to have pain and in trying to reduce the swelling in the back, [s/he] was sent to a chiropractor for treatment. While there the left hip dislocated, no direct pressure, no falls, no trauma, nothing that could pin- point why this occurred. [S/he] was taken to surgery to have it reduced and during that time labs were drawn and found to have some elevation in values. The following morning once again the hip dislocated and back to surgery [s/he] went. At this time the joint was aspirated and found to be infected. They did this due to the elevated lab values from the night prior. After the infection was found [s/he] was sent on to an orthopedic specialist and [s/he] was found to have a total joint full of infection. [S/he] had to have the joint removed, antibiotic permeated spacer placed and no weight bearing for 8 weeks, before being able to have the total joint replaced then in 2018.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product examination was not performed as the product was not returned from the customer. This complaint is unconfirmed. The root cause cannot be determined as per heraeus, the potential root cause of the reported event is not assessable; there is no imaginable way the bone cement was involved in the breakage of the prosthesis. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Complaint history review: as zimmer biomet does not hold investigation responsibility for the reported product, a complaint history search will not be performed h3 other text : used.